Event description:
The customer reported an error code 10003 which is a system failure, cycle power message that occurred on power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.